Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received button error alarm and the battery icon was empty as well as unexpected restart and a cold reset was performed. Customer¿s blood glucose was unknown. Customer stated that they did not clear the alarm. Customer also stated that they downpour and it did get wet. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened button dome switch .the keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify unexpected restart alarm and perform self test, displacement test and unexpected restarterror test due to no button response. No button error alarm noted.